Event description:
Reporter indicated that a pt presented to his office and reported a decreased perception of stimulation and vibrating device. Reports indicate that normal mode diagnostic testing resulted in 'high' lead impedance with output status of 'okay'. Further I nvestigation revealed that the diagnostic test type reported was in error. The actual test performed was a system diagnostics test. These results for system diagnostics test indicated a potential lead issue. The pt underwent revision surgery for generator replacement. Intra-operative diagnostic testing with a new generator and the existing leads provide further evidence that the lead was compromised. The surgeon completed the surgery without replacing the leads. A subsequent surgery was performed in which the entire vns system was replaced.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.